Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vascular device referenced being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery that is 90% stenosed. After implanting a xience prime stent a 3.0x12mm nc trek was advanced for post dilatation; however, the balloon ruptured at 14 atmospheres (atm) at the first inflation. Another 3.0x12mm nc trek was advanced and ruptured at 14 atm at the first inflation. Physician suspected there may be calcium present but not sure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9: device available for eval updated from "yes" to "no". H3: reason device not evaluated by mfg updated from "device evaluation anticipated, but not yet begun" to "na".